Event description:
It was reported that the user frequently announced meal sizes as less than actual, resulting in an improper or incorrect procedure while using the ilet system. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to the user interface, consistent with incorrect meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.